Manufacturer narrative:
H10: of the three reported malfunctions, a lot number was provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for evaluation; however; medical records were received for all three malfunctions. For two malfunctions, the investigations are confirmed for the reported tilt and retrieval difficulties. For the remaining one malfunction, the investigation is confirmed for retrieval difficulties and inconclusive for filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3 h11: h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced tilt and difficult to remove. The information was received from various sources. All three malfunctions involved patients with no patient consequences. Of the three patients, one male and two female patients ages ranged from 33-46 years and one patient weighs 360lbs. All other patient details were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced tilt and difficult to remove. The information was received from various sources. All three malfunctions involved patients with no patient consequences. Of the three patients, one male and two female patients ages ranged from 33-46 years and one patient weighs (B)(6) lbs. All other patient details were not provided.